Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds was confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis and a log file was submitted for review as well as downloaded. A review of the log files showed overlapping events spanning approximately 29 days ((B)(6) 2020 - (B)(6) 2020, (B)(6) 2020 per timestamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. There were no events related to the reported event active in the log file. The driveline was disconnected on (B)(6) 2020 at 13:43:46 for a controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and the system controller was able to operate a pump for an extended period of time as intended. The reported event was able to be reproduced during testing, the green pump running leds were observed to be dim. Additional information provided on 21oct2020 stated that there were no alarms or impact to pump function. The root cause of the dim pump running leds was not able to be conclusively determined through this analysis; however, a corrective action has been initiated to further address this issue. Incidental findings were found which included damaged strain reliefs, missing software label, missing serial label, conductor breakdown, and discolored power cables. Heartmate iii instructions for use section 8 entitled equipment storage and care and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled safety checklists, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the green pump running (arrows) leds were damaged/dim. There were no alarms or impact to pump function. The patient's primary system controller was replaced with the back-up and a new back-up system controller was supplied.